Manufacturer narrative:
Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.

Event description:
It was reported that air was observed in the device. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro closure device was selected to be used. During the procedure, the patient was under general anesthesia, and transesophageal echocardiography (tee) was performed for position, anchor, size and seal (pass) criteria. Upon final imaging of the closure device, an air bubble was visualized within the deployed closure device frame. It remained trapped in the laa at the end of the procedure. The patient's vitals never changed, and the mean atrial pressure was measured at 16mmhg. No other imaging was obtained post-procedure, and the patient was discharged the same day. There were no patient complications, and the patient is fully recovered.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.

Event description:
It was reported that air was observed in the device. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro closure device was selected to be used. During the procedure, the patient was under general anesthesia, and transesophageal echocardiography (tee) was performed for position, anchor, size and seal (pass) criteria. Upon final imaging of the closure device, an air bubble was visualized within the deployed closure device frame. It remained trapped in the laa at the end of the procedure. The patient's vitals never changed, and the mean atrial pressure was measured at 16mmhg. No other imaging was obtained post-procedure, and the patient was discharged the same day. There were no patient complications, and the patient is fully recovered. It was further reported that all exchanges were done at the level of the femoral puncture. The physician thought the root cause of the air embolism could have been a small bubble in the delivery catheter or possibly when injected contrast before the release of the closure device.

Manufacturer narrative:
H6 evaluation method codes: updated. H6 evaluation conclusion codes: updated.

Event description:
It was reported that air was observed in the device. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro closure device was selected to be used. During the procedure, the patient was under general anesthesia, and transesophageal echocardiography (tee) was performed for position, anchor, size and seal (pass) criteria. Upon final imaging of the closure device, an air bubble was visualized within the deployed closure device frame. It remained trapped in the laa at the end of the procedure. The patient's vitals never changed, and the mean atrial pressure was measured at 16mmhg. No other imaging was obtained post-procedure, and the patient was discharged the same day. There were no patient complications, and the patient is fully recovered. It was further reported that all exchanges were done at the level of the femoral puncture. The physician thought the root cause of the air embolism could have been a small bubble in the delivery catheter or possibly when injected contrast before the release of the closure device.